Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during proximal femoral nail antirotation (pfna) nailing surgery, the pfna helical blade was not getting locked. It was moving freely & not engaging with inserter/handle. Therefore, surgeon had to change the blade and use another pfna blade. There was surgical delay of ten (10) minutes. Procedure was completed successfully. There were no patient consequences reported. Concomitant device reported: unk insertion instrument (part#: unknown, lot#: unknown, quantity#:1). This report is for one (1) pfna-ii blade l95 this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.027.054s. Lot: 8433773. Manufacturing site: bettlach. Release to warehouse date: may 22, 2013. Expiry date: may 01, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection of the complaint device, it can be seen that we have received the article in a locked condition. In addition, the received device shows dents and scratches, as well some color fading from use all over the surface of the part. Functional test: during investigation, a functional test was performed. The blade passed the functional test. Document/specification review: drawings and revisions are in accordance to device history record (DHR) of production lot 8433773. All relevant features are defined on the used drawing revisions of DHR of production lot 8433773. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. Dimensional inspection: as the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as material and dimension evaluation. Summary: there is no particular information on what happened to this article by the customer; unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. The complaint is unconfirmed, as the complained issue could not be replicated and/or confirmed based on the available information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Exp. Date & lot number provided for reporting. Complainant part returned for manufacturer review investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.